Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information received: was there any messages displayed on the generator? No. Has the surgeon been in-serviced on heat management? Yes. Is the surgeon aware of the warnings in the IFU as to heat? Yes. What heat management technique was utilized in the procedure? ???. How long was the device used? One hour and 45 minutes. What other instruments were used during the surgery? Monopolar and bipolar scissors. What other instruments were used in the area of the burn? No other. How was it determined that the har9f device caused these burns? It was the only instrument placed in this area, after the operation a light skin defect was noticed. What part of device is responsible for heat damage? The gray shaft. How long was the device used continuously and what was done between individual activations? The device was used until the tissue was separated, between the individual activations the device was given back to the nurse. Was there any unusual noise heard? No. What is the surgeon¿s experience with the device? It was the third time the surgeon used the device third degree burns injure all the skin layers and tissue under the skin.

Event description:
It was reported that after a "mamma" procedure, "tu-extierpation with axillary lymph node dissection." Through the heat in the shaft - cutis burned. It is unknown how the procedure was completed. One device was discarded.